Event description:
It was reported to boston scientific corporation that a ultraflex covered ng esophageal stent was used during an esophagogastroduodenoscopy (egd) procedure performed in 2009. According to the complainant, post procedure, the patient presented with same symptoms as prior to the procedure, a leak in the fistula. The physician found that there was a hole in the covering of the device. The physician placed a wallflex partially covered stent through the existing stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.